Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted into the right femoral artery in a 75-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) c shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the sterile sleeve pulled. Sterilized and a tegaderm was used. The following day, the team was unable to locate distal pulses. Vascular and interventional cardiology were consulted and decided to explant the impella. The post-procedure outcome is survived at explant. While on support, the device functioned at p-6 at 2.9l/min as intended. The reported limb ischemia can be attributed to the patient's clinical presentation of cardiogenic shock with vasopressor support, which can cause peripheral vasoconstriction.